Manufacturer narrative:
Mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: unit received without the 6-inch transitional. The handle was closed without the transitional being inserted and it caused the opening to become misshapen. The handle was reopened to accept the new transitional. The shock cushion, finishing cap and adjustment wrench were worn. All worn components were replaced with new parts. Root cause: the reported complaint was confirmed via inspection of the unit. Unit received was damaged due to misuse as the base handle had been closed without the transitional being inserted, causing the opening to become misshapen. Unit required replacement of worn parts including shock cushion, finishing cap, and adjustment wrench. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield ultra base unit (a2101) has a weak hold. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.